Manufacturer narrative:
Updated data: h6 conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. In this case, based on the information available no definitive root cause for the valve dislodgment could be determined, however, the misloaded valve is potentially a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012183905); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that no pre-dilation was performed. No post-dilation was performed either, as the valve dislodged immediately after implant.

Manufacturer narrative:
Updated field: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed, and a misload was clearly visible in the provided images, as evident by misaligned outflow crowns and not parallel to the paddle attachment. The valve paddle was visibly out of pocket and the capsule appeared to be curved in the provided images. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, there was no evidence that the misload was identified and replaced with a new system. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 2mm on the non-coronary cusp (ncc) in the cusp overlap view and 5-6mm in the left coronary cusp (lcc) in the left anterior oblique view. As stated in the IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and a recapture was not warranted. The subsequent angiogram provided to medtr onic revealed that the valve dislodged aortic. The dislodgement occurred sometime between final release and removal of the delivery catheter system (dcs); however, the dislodgement event was not captured on the provided images, thus the cause of the dislodgement remains unclear. Subsequently, the dislodged valve was left in the ascending aorta and a second valve was implanted, which was confirmed with the provided images. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.